Manufacturer narrative:
(B)(4). Summary: an empty opened foil and a mesh of product code pvps, lot mj8dckb0 were returned for analysis. During visual inspection of the used mesh, a detached wing and body fluids were observed. Also, the sample has begun with degradation process. Per the sample condition, the assignable of performance tears intra-op is incorrect assembly defect. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Additional information was requested, and the following was obtained: what was the name of the procedure? Umb hernia. It was reported by the rep, cst states that device separated on implant yes. Was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Patient status/ outcome / consequences? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? No. Is the patient part of a clinical study? No. Is the product available to be returned for analysis? Yes.

Event description:
It was reported that the patient underwent an umbilical hernia surgical procedure on (B)(6) 2019 and the mesh was implanted. During the procedure, the device separated on implant. There was no delay in the procedure. The surgery was completed successfully. There were no patient consequences reported.